Manufacturer narrative:
The company rep examined the system and was unable to replicate the customer reported issue. The company rep tested all vitrectomy functions, and noted no issues with the system. The system was then tested and met all product specifications. The company rep stated that the customer reported event was actually related to irrigation flow functionality and not vacuum. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported an anterior vitrectomy probe not building vacuum. The timing of the event is unk. The level of pt involvement is unk. To troubleshoot, the customer reported switching out the probes and the system without resolution. Additional info has been requested, but has not been received to date.